Event description:
This patient had a hematoma. The patient went to the ER and had the pacemaker pocket evacuated. This device remains actively implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the hematoma was not device related.